Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that patient's left ventricular (lv) lead was not functioning. Erosion and infection was also noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
New information received notes that the lead exhibited high capture threshold.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned. Visual inspection was normal. The cause of infection could not be traced to the lead.